Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump under delivered. The patient did not receive full medication. The programmed infusion rate was 5 ml per hour, volume given was 428 ml and the remaining volume was 82 ml. The duration of medication was 96 hours. Total programmed volume was 510 ml. There was no patient harm.